Manufacturer narrative:
Describe event or problem: this is a follow up to report a brand change from sleek regular to click tampons. Brand name, manufacturer, contact office manufacturing site, follow-up 1, follow-up type.

Event description:
This is a follow up to report a brand change from sleek regular to click tampons.

Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided stated a tampon came apart upon removal and pieces remained inside the consumer's body. The information provided indicated that the consumer experienced irritation.